Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service. The lead was replaced four days after the implant because it was too short to contact the apex of the right ventricle. The patient had a very large heart and the lead pulled away from the implantable cardioverter defibrillator (ICD) connection. The lead was replaced with a new endotak transvenous defibrillation lead of a longer length. There was no allegation of product malfunction.